Manufacturer narrative:
Upon further evaluation of the returned device, it was determined that the motor was seized, jammed, moving heavily and defective. An additional root cause was determined to be due to improper maintenance, which is due to user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor power was too low on the small battery drive device; and that the device lacked power. It was further determined that the device failed pretest for power with the test bench, check the function with the pen drive console, compatibility between the small battery drive device I and the small battery drive device ii, check the triggers and the electronic control unit function, switching function, oscillation angle and off/oscillation/on switch mode function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.